Event description:
It was reported that there was an inclusion error and there was no physical damage reported and no delay in therapy. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found the tamper seal to be missing. A review of the event history log revealed three upstream occlusion alarms. Functional testing was unable to duplicate the reported problem; however, the chassis base had fluid ingression, and fluid ingression that contaminated both the downstream flex ribbon and upstream wiring. It was determined that the fluid ingression was the cause for the intermittent occlusion issues. As a preventative measure, the downstream and upstream occlusion sensors were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.